Event description:
A physician had deployed a gel mark biopsy site marker following a breast biopsy with a mammotome. He had felt resistance on retrieval of the applicator and later noticed that the tip was missing. Review of the pt's post-biopsy film showed the presence of a foreign object. Tip shear was reported. There were no adverse pt effects.